Event description:
The brainlab digital lightbox 2.0 imported several data sets from the imaging device. The user detected specific image sets to be fused without the brainlab software requesting any review by the user. In this specific case, the fusion of the image sets in question have been correct.

Manufacturer narrative:
In this specific case, the fusion of the image sets in question have been correct. There was no risk of injury for this specific case regarding this issue. Despite this, there was no patient injury reported by this or any other hospital, a risk to patient health could not be excluded. Brainlab's investigation has shown that the digital lightbox 2.0 software presumes image sets containing the same frame-of-reference ID (= identical coordinate system) by the scanner to be pre-fused by the scanner, and thus does not request a review. Nevertheless, the same frame-of-reference ID assigned by the imaging device does not always ensure that the patient position in the acquired images are identical. This could subsequently result in an inaccurate navigation if not recognized by the user. Brainlab intends the following corrective actions: potentially affected customers receive a product notification information. Potentially affected customers will receive a software update that will require the user to actively review and confirm the correct image fusion for all image sets. Tentatively planned availability: (B)(6) 2010. Brainlab will actively contact potentially affected customers to implement the software update upon availability.